Event description:
A surgeon reported that a male, pt, who received op-1 putty with calstrux on an unk date for an unk indication, developed a gram negative (B)(6) thought to have been caused by extravasation of the op-1 putty into the subcutaneous tissue. The physician suspects the event was related to the use of op-1 putty. The event was deemed nonserious.

Manufacturer narrative:
Add'l data: calstrux (tricalcium phosphate); cat # 40015.